Event description:
It was reported the customer was experiencing high blood glucose after an infusion site change. The customer's blood glucose was 453 mg/dl. Customer stated they had treated their blood glucose. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. However, customer stated there was a large air bubble in their reservoir that would not dissipate. While attempting to remove the plunger from the reservoir, customer stated a plastic piece fell out of the reservoir. Customer's reservoir will be replaced. It was also found the customer had a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. Customer was advised to their high blood glucose may be attributed to a site issue. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-85418.